Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the lead had high impedance readings. It was stated the symptoms were a lack of stimulation. The patient recovered with no injury.

Event description:
Additional information stated there was a replacement, however it was not sure what was replaced. The patient recovered with no injury.

Event description:
It was reported that the patient suddenly lost stimulation from their implantable neurostimulator (ins) while sitting in a recliner watching television. The programmer unit showed that the ins was on and was at 10.5 amperes. However, the patient did not feel the stimulation at that setting. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 37651 lot# serial# (B)(4), product type recharger product ID: 3888-45 lot# v111114, implanted: 2008 (B)(6), product type lead product ID: 3487a-45 lot# v086184, implanted: 2008 (B)(6), product type lead product ID: 3888-45 lot# v088276, implanted: 2008 (B)(6), product type lead product ID: 3487a-45 lot# v049416, implanted: 2008 (B)(6), product type lead product ID: 37743 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID 37082-20 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID 3708220 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37651, serial# (B)(4). Product type recharger, product ID 3888-45, lot# v111114 implanted: (B)(6) 2008, explanted: (B)(6) 2013. Product type lead, product ID 3487a-45, lot# v086184, implanted: (B)(6) 2008-05-07. Product type lead, product ID 3888-45, lot# v088276, implanted: (B)(6) 2008, explanted: (B)(6) 2013. Product type lead, product ID 3487a-45, lot# v049416, implanted: (B)(6) 2008-05-07. Product type lead, product ID 37743, serial# (B)(4) implanted: (B)(6) 2008. Product type programmer, patient product ID 3708220, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013. Product type extension, product ID 3708220, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013. Product type extension ,product ID 3888-45 lot# v111114, implanted:(B)(6) 2008, explanted: (B)(6) 2013. Product type lead, product ID 3487a-45, lot# v086184, implanted: (B)(6) 2008-05-07. Product type lead, product ID 3888-45, lot# v088276, implanted: (B)(6) 2008, explanted: (B)(6) 2013. Product type lead, product ID 3487a-45, lot# v049416, implanted: (B)(6) 2008. Product type lead. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient's previous ins was replaced because it was dead, the patient reported it only lasted a couple of years because it was "maxed out all the time". The patient stated the revision occurred on 2013-08-15. It was reported that the ins battery depleted faster than expected. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.